Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, customer's blood glucose level was over 600 mg/dl with ketones. Customer went to the emergency room (ER), and was treated with intravenous fluids and insulin injections. Customer was released from the ER "a few hours" later. Customer's blood glucose level was approximately 150 mg/dl when released from the ER. Customer changed the pump supplies to resolve the reported occlusions.